Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic urologic surgery, five units of trocars had an issue of balloon burst when it was inflated, or it would gradually deflate causing it to mobilize in the wall. Another device was used to complete the case. There was no patient injury.